Event description:
Additional information indicates the patient underwent an explant procedure. Date of explant unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted due to the patient no longer using stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33207, 3006705815-2020-33208. It was reported surgical intervention may be pending for an unknown reason.